Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a disconnection. The patient was admitted to the emergency department with a diagnosis of atrial fibrillation and chest pain and was undergoing a CT scan of the chest in the radiology department. The male adapter of an unspecified power injector tubing was connected to the clave port of the tubing set. The secure lock male adapter of the tubing set was connected to the patient's protective plus IV catheter. The tubing set was being used to deliver an unspecified volume of isovue 370 contrast medium, at a rate of 2.8ml/sec and a pressure setting of 300psi, via a medrad power injector. It was reported that after the delivery of contrast medium was started, the secure lock adapter disconnected from the IV catheter. An unspecified volume of blood loss was noted. It was reported that the patient refused to resume the procedure and left the user facility against medical advice. The patient returned the following day and the procedure was completed. There were no reported adverse patient effects. No medical interventions were required. The results of the CT scan indicated a dissection thoracic aneurysm. At an unspecified time, the patient was transferred out of the user facility for surgery. Though requested, no additional information was provided.